Manufacturer narrative:
Although no sample will be returned for evaluation, the investigation into this event is on-going. Upon completion of the investigation. A supplemental medwatch will be submitted. ((B)(4)).

Event description:
During implantation of a dialysis catheter, the physician was advancing the peel-away sheath & when pulled out, the distal tip of the introducer had broken off in the patient. The physician then made a cut-down and was able to remove the broken off tip from the guidewire. The used device was discarded at the hospital. The patient condition was reported as "unaffected".

Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The august 2015 navilyst medical complaint report was reviewed for the bioflo dialysis product family and the failure mode, "tip of sheath fractured/migrated." No adverse trend was initiated. The reported complaint of the tip breaking off the introducer was confirmed via a photograph provided. The introducer sheath is supplied to navilyst medical by merit medical systems. They were notified of this event with a supplier corrective action request. Per their response, they were unable to determine the root cause for this event since no device was returned for evaluation. Merit medical performed a DHR review for the lot number supplied. The DHR investigation revealed no deviation of the device specifications. As no device was returned, it cannot be determined if the sheath was used in accordance with its labeling. Directions for use (dfu) are provided with the device. (B)(4).